Event description:
It was reported an overdose occurred. At the pump implant on the date of this report, the drug concentration was too high causing the dose to also be too high for the patient which caused the overdose. This had occurred 20 minutes ago per the healthcare provider (hcp). The patient was ¿fine now.¿ the pump was stopped and the (hcp) was going to obtain lower drug concentrations. The drugs being delivered via the device system were hydromorphone and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).